Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, since it was reported that the event occurred during recovery period. UDI field (d4) concomitant product UDI for reservoir is UDI (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with a breakdown of the corporotomy closure, causing the right cylinder to extrude outside the corporal body. A revision surgery was performed, during which the right cylinder was repositioned into the corpus cavernosum, and a tighter, more secure closure was applied. No components were explanted or replaced, and no further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis ipp presented with a breakdown of the corporotomy closure, causing the right cylinder to extrude outside the corporal body. A revision surgery was performed, during which the right cylinder was repositioned into the corpus cavernosum, and a tighter, more secure closure was applied. No components were explanted or replaced, and no further patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, since it was reported that the event occurred during recovery period. UDI field (d4) concomitant product UDI for reservoir is UDI (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of dehiscence and extrusion are known risks associated with implant of these device as indicated in the instructions for use (IFU). As a result, the conclusion code cause not established was assigned.

Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, since it was reported that the event occurred during recovery period. UDI field (d4) concomitant product UDI for reservoir is UDI (B)(4). Correction to field h11: additional MFR narrative. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Dehiscence, extrusion, and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported allegations of dehiscence, extrusion, and migration are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a breakdown of the corporotomy closure, causing the right cylinder to extrude outside the corporal body. A revision surgery was performed, during which the right cylinder was repositioned into the corpus cavernosum, and a tighter, more secure closure was applied. No components were explanted or replaced, and no further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a breakdown of the corporotomy closure, causing the right cylinder to extrude outside the corporal body. A revision surgery was performed, during which the right cylinder was repositioned into the corpus cavernosum, and a tighter, more secure closure was applied. No components were explanted or replaced, and no further patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, since it was reported that the event occurred during recovery period. UDI field (d4) concomitant product UDI for reservoir is UDI (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of dehiscence, extrusion and migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). As a result, the conclusion code cause not established was assigned.